Manufacturer narrative:
Device still implanted.

Event description:
Roi-c : break of half anchoring plate 2 years post-op. Non fusion of the implant. Possible pseudarthrosis at c5-c6. Device still implanted. Patient is doing well. Fatigue fracture probably due to pseudarthrosis. No revision planned, normal monitoring by surgeon.